Manufacturer narrative:
Correction: b5 - it was reported that, during reprocessing, the colonovideoscope tested positive for 29 colony forming units (cfus) of enterobacteriacea in the suction channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 4 (total). Bacterial identification: bacillus species and bacillus infantis. Based on the results of the investigation the reported event could not be confirmed, and the root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 29 colony forming units (cfus) of enterobacteriacea in the suction channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope exhibited positive hygiene microbiological investigation positive. The issue was discovered during reprocessing. There were no reports of patient involvement.